Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not set alarms, and a controller exchange was confirmed via log file analysis. Log files, extracted from (B)(6), contained data from the default timestamps of 09jan2000 ¿ 17jan2000 and 01jan2000 ¿ 03jan2000, and relevant data from 24dec2024 ¿ 02jan2025. From the beginning of the log files, clock not set alarms were active. The onset of the alarms was not captured within the log files due to the data being overwritten by newer events. Between 17jan2000 at 22:57:16 and 01jan2000 at 00:59:59, a controller clock reset was observed. The onset of the reset was not captured due to the periodic log files collecting data at specified time intervals. The controller clock was changed to an updated timestamp by 24dec2024 at 11:28:21, resolving the clock not set alarms. Review of the submitted log files extracted from (B)(6), revealed that the controller was in use from 03jan2025 ¿ 08jan2025 with left ventricular assist device (lvad) (B)(6). This indicates that the patient was exchanged from (B)(6) at an unknown time between 02jan2025 and 03jan2025. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that a driveline pump cable cleaning was performed on 03jan2025 with a modular cable exchange. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The investigation also found a no external power alarm and pump stop. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev. D) section 7 - ¿alarms and troubleshooting¿ and the heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ instruct users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. In addition, they address how to properly interpret and troubleshoot all system alarms, including pump stop, no external power, and low flow alarms. The heartmate 3 IFU section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explain that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. In addition, they explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the heartmate 3 IFU and heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller alarmed for a driveline communication b fault alarm on (B)(6) 2024. Log files were submitted for review and captured driveline communication faults. The system controller and modular cable were exchanged. On (B)(6) 2024 the patient experienced another driveline communication b fault alarm. Additional log files were submitted for review. The event log file captured a driveline communication b fault at 13:45:47 on (B)(6) 2024. The log files also showed a driveline power fault on (B)(6) 2024. The driveline power faults were intermittent and associated with a (f5) pwr_b_broken. The driveline communication faults were also intermittent and associated with (f20) com_b_fault. X-rays were taken of the driveline, and it showed a tight loop in the pump end of the bend relief. The patient stated that the driveline was pulled. The patient arrived at the hospital on (B)(6) 2024 for assessment of the driveline by an engineer. After the assessment it was determined that the pump cable end would be cleaned the following morning on (B)(6) 2024, due to fluid ingress of the modular cable and pump cable connection causing oxidation. The ventricular assist device (vad) coordinator stated that the patient left the hospital under terms of returning the morning of (B)(6) 2024 but never did. The modular cable connector cleaning was attempted. The driveline on the pump side inline connector was cleaned. There were no further alarms. The patient was admitted on (B)(6) 2024. They had an eroded modular cable and unfortunately did not return to have it repaired. The patient had been having intermittent low flow alarms. While at bedside on (B)(6) 2024, they did not have any low flow alarms. Log files displayed multiple consecutive strings of controller clock corrupt alarms including several low flow alarms. The patient needed a new emergency backup battery (ebb). This patient¿s modular cable was changed multiple times. The reason was because the opposite portion of their modular cable that was eroded and could not be replaced; the side that was connected to their driveline, and pump. The patient was not as proactive about their care due to their lifestyle and home life situation. System controller clock was synced on the heartmate touch as far as accurate date and time. The patient planned to be inpatient at least another week or two. Cardiothoracic surgery (cts) and infectious disease (ID) were needing to come up with a plan of care for this pocket in their abdomen near the driveline. Log files captured low flow events on(B)(6) 2024. There were also several low flow flags. Driveline cleaning was performed on (B)(6) 2025 with a modular cable exchange. It was additionally reported that the patient passed away on (B)(6) 2025. Additional log files captured low flow events beginning at 7:42 pm on (B)(6) 2025. These continued until 8:55 pm with flows fluctuating between 2.4-2.5 liter per minute (lpm). Further low flow alarms occurred starting at 10:51 pm and continued until the driveline was disconnected at 12:20 am. Flow values during this period progressively dropped from a baseline of 3.5-4 lpm down to 0 lpm. The modular cable 10620471 and system controller hsc-136701 returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.